Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient reported their first stimulator stopped working to resolve their symptoms so they had it replaced. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported.